Event description:
On (B)(6) 2011 customer reported that the dxc 600 pro instrument generated false low sodium (na) results for seven (7) patient results on (B)(4) 2011. Results were reported out of the lab. The samples were rerun after the system was recalibrated, and results amended. Treatment was not initiated or withheld based upon the original results reported. On (B)(4) 2011, it appeared that the customer amended calcium (calc) results as well, but the difference in all the calc results were within the precision of the assay. Field service engineer (fse) examined the instrument and performed maintenance, replaced both na electrodes and the carbon bridge. Fse verified performance.